Manufacturer narrative:
Manufacturing site was reported incorrectly and a new medical device report will be submitted for any additional information against the revised manufacturing site. Manufacturer report number corrected and reported under 9612169-2016-43818. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Zip code is not indicated at this time. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
During intraocular lens (iol) implant surgery, a consumer family member reported that the haptic of the iol broke. The incision was enlarged and widened to replace the iol. A suture was required to close the incision. Unspecified damage to the eyelid occurred during the procedure which required an additional suture. The surgeon stated that postoperative consequences were not expected. Additional information has been requested but not received to date.